Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal popliteal with moderate calcification. A 4x200mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter was not soaked prior to use; however, air aspiration was performed outside the anatomy prior to use. The armada was advanced toward the target lesion. The balloon was inflated once up to 6 atmospheres and the balloon ruptured. The device was removed and a same size armada was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to filing the initial MDR, additional information was received reporting that the device was discarded by the site. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure.

Manufacturer narrative:
(B)(4).